Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment was not reported. Four days after hospital admission the patient was discharged. The same day, the patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.